Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-person in clinic. During interrogation, the implantable cardioverter-defibrillator exhibited automatic mode switch with competitive atrial pacing. This resulted in a right ventricular loss of capture. The device was tested with a retrograde conduction test and reprogrammed. The patient was in stable condition.